Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was hard to load the seeds in the quicklink loader.

Manufacturer narrative:
The quicklink loader serial number (B)(4) was received and evaluated. During the evaluation, the unit was a little rough but it functioned as intended. The little roughness was due to burrs noted on the cam blade. The burrs were removed and no roughness was observed. Since the problem could not be reproduced, the complaint was deemed unconfirmed. Additionally, the report attached includes a picture of successful test link strand was compressed as an objective evidence. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "never use visibly damaged, bent or broken quicklink¿ delivery system loaders, cartridges or components. This may cause system damage or jamming." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was hard to load the seeds in the quicklink loader.